Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was experiencing a change in therapy. The consumer reported that whenever the patient would touch something metal or something that had electricity, they would feel a shocking sensation. The consumer stated that the patient would feel the shocking sensation strongly, and that the shock could run from the patient to them when they would touch the patient. It was noted that the issue started about two weeks prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to discuss symptoms and/or to request an appointment with a manufacturer representative. Indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-01-18 reporting that shocking had been occurring since 2016. The health care professional (hcp) reached out to the manufacturer representative and stated that the shocking was getting worse.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 by the manufacturer representative that the patient would be scheduling an appointment at the healthcare provider (hcp) office and a manufacturer representative would be present to see the patient. No further information was known at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.